Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices finds nothing outward to suggest product problem. Review of provided patient x-rays suggests a leg length discrepancy. The stem appears slightly undersized but does not appear loose. No time point is provided on the x-rays but the complaint suggests they are pre-revision. The cup is at about 50deg using the horizontal as a datum but the above x-ray would suggest that the pelvis is not level which will affect the implant position. Contrast media has been used to investigate the hip ¿ possibly for the features on the greater trochanter suggestive of a fracture or osteophytes, or a feature on the pelvis. Measurement of the wear on the implant would suggest edge wear due to micro separation of the device rim wear. The x-ray/CT image would suggest this could be due to the leg length discrepancy. The head/stem taper interface was scored as a 3. The cmm measurements suggest that the bearing surface was in specification at the time of release. The change in form may be due to the wear process. It is not possible to comment on changes over time such as the reason for the implant position or the apparent fracture of the greater trochanter as pre-operative or other time points were provided for x-ray review. One other report was found against the femoral head in a search of the complaints databases. Per procedure, this product code is exempt from device history record review. A search of the complaints databases finds no other reports against the remaining product/lot code combinations since their release to distribution. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complications due to higher metal ion level.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.